Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was difficulty interrogating the device due to electrocardiogram corruption. The device was reprogrammed to resolve the event with no patient consequences.